Event description:
The customer stated that she was hospitalized for hypoglycemia. The customer stated that she was unconscious and had a blood glucose reading of 52 mg/dl when the paramedics arrived. Troubleshooting was performed and the insulin pump passed the displacement test. However, the customer stated that the reservoir volume did not match the amount of insulin in the reservoir. Also, there were a few boluses in the bolus history that the customer stated she never programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.